Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain, post lumbar laminectomy syndrome, and radiculopathy. The patient needs to be reprogrammed because they are trying to get coverage in their lower back. They worked with their manufacture representative (rep) in the beginning but they could never get the stimulation to stay on there. The patient tried contacting their rep but the cell phone no longer works. The patient does not have a managing physician so their primary care physician is trying to help the patient. It sounded like the rep was trying to help the patient with pain coverage. The hcp was transferred to have a rep paged. No further complications were reported/are anticipated. Additional information was received from the patient. It was reported the patient is trying to get a hold of the rep to adjust her device. The patient reported that the device is only stimulation her legs not her back as it is supposed to. The patient also reported that they are unable to charge their implant because they are getting poor coupling. The patient indicated that she had a knee implant in june and turned off the device for it. The knee implant is unrelated to her device. Product service specialist (pss) sent communication out to the manufacturing representative (rep) to have the patients device checked. No further patient symptoms or complications were reported in this event.